Manufacturer narrative:
The patient underwent mesh implantation in order to treat urinary incontinence and pelvic pain. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, dyspareunia and other. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The pt experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the pt has undergone multiple surgeries and revisionary procedures. No additional info was provided.